Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received a pump message that stated the cartridge could not be used and the pump insulin gauge read zero after the message. The customer changed the cartridge successfully. Then the same message reoccurred. The customer was to change the cartridge again. As the contact did not have the pump present when tandem technical support was contacted, troubleshooting to determine a the cause of the event was unable to be performed. The customer's blood glucose level was not impacted. Although requested, additional information was not provided.